Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with cracks in tank cover. The complaint was confirmed during functional testing the alarm sounded when a disposable was attached but not a temperature check. A root cause was a faulty micro switch however it is unknown what caused the fault. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the tank cover and micro switch. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
It was reported that the device the tubing slips while in use and starts alarming. There has been no report of patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
Additional information received on 5-jul-2023 via email: the event occurred during testing before a case on jan-2023. No patient harm/injury.

Manufacturer narrative:
Other text: b3, b5, h6 health effects codes: updated.